Event description:
(B)(4) - mps (B)(6) reported green resection area not disappearing during cutting description of event: no green disappearing while cutting. Application: tka. Case delay > 15.

Manufacturer narrative:
Reported event: an event regarding incorrect green visual removal during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 29 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding green area not removing during cutting. There were other reported events for the listed catalog number (B)(4). Conclusion: resolution per (B)(4): subcase (B)(4) notes 1/6/2019 21:08:15 mvinsh action type: description mv 1/4/2019. (B)(4). Mps (B)(6) reported green resection area not disappearing during cutting. Subcase (B)(4) notes 1/6/2019 21:16:49 mvinsh action type: resolution mv 1/4/2019. (B)(6). (B)(4). Pka 2.5.6.4. Tha 3.1.1.1. Tka 1.0. Crisis 2.13.1.2k/2.13.1.1/2.13.2. Mgo 1.1.8. Utilities 1.10. (B)(4) green resection area not disappearing during cutting. Replaced cpci assembly. Noticed camera was loose, tensioned support screw. -calibration end effector was not seated firm onto j6 after tightening. Replaced j6 screw inserts and cal ee screws. All testing complete. System is ready for clinical use.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
(B)(4) - (B)(6) reported green resection area not disappearing during cutting. Description of event: no green disappearing while cutting. Application: tka. Case delay: >15.